Event description:
The facility representative reported a pump that is continuing to pump with the cover open and did not alarm. Information was not provided regarding whether or not the problem occurred during an infusion. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.